Manufacturer narrative:
(B)(4). Breakaway washer cut off center the analysis results found that the device arrived with the knife damaged; the breakaway washer was present and cut off center. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil, causing the staples to malform. While no conclusion could be reached as what may have caused the anvil to become off center, it is possible that excessive thick tissue unevenly loaded was on the device while attempting to fire, resulting in an incomplete staple line. For more information, please reference the instructions for use. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a starr (stapled transanal rectal resection) procedure, between 12°- 3°clock did not staple but cut; sutured by hand. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.